Manufacturer narrative:
One device was received. Visual inspection: wear and tear damaged enclosure, tank cover, plate clip, and pole clamp. Bent prongs on the line cord. Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device was leaking from the plate clip confirming the complaint. A root cause was a damaged plate clip however it is unknown what caused the damage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. Actions taken: replaced plate clip. Replaced the enclosure, tank cover, plate clip, pole clamp, and line cord. Performed preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
UDI section is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking. No report of patient involvement.